Manufacturer narrative:
The investigaiton is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for 20 samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. The reporter noted that within a batch of 30 samples, 20 samples had initial vitamin d results of >250 ng/ml with a data flag. The reporter was able to provide 4 examples. Sample 1, 2, 3 and 4 had vitamin d results of >250 ng/ml with a data flag. The repeat results were within the normal range. It was unconfirmed if the repeat results were in the range of 50 ng/ml. The reporter stated that samples had to be repeated several times to get the correct analysis. The reagent lot number is 570746. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) noted that the measuring cells were aged. He then replaced the measuring cells. He performed mechanical checks with acceptable results. The investigation determined that the cause of the event was consistent with the aged measuring cells. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.